Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate shocks and t-wave oversensing (twos) was noted on the right ventricular (rv) lead. Reprogramming was done, and the lead remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.